Manufacturer narrative:
Concomitant product: product ID 5076-45, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6)2016.

Event description:
It was reported that the atrial lead had no capture at maximum outputs. Additionally the lead had undefined impedance and was oversensing noise and there was no sensing of the p waves. The loss of atrial pacing and sensing caused a loss of atrio-ventricular synchrony which decreased cardiac output. The lead was programmed off. An attempt to place a new atrial lead was not successful due to the patient¿s anatomy. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.